Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 598mg/dl. The customer's mother was assisted with troubleshooting for the high readings. The customer was vomiting and treated with manual injection. The customer's mother stated that the customer forgot to bolus for breakfast that they ate. Customer's mother reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer's mother was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.